Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysterectomy procedure, the anatomical blade of the uterine manipulator broke, leaving the tip of the blade inside the patient. The blade fractured cleanly into two separate pieces. Both fragments were successfully retrieved and reassembled at the end of the intervention. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).